Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized. The contact was ¿not sure what happened¿ and was not sure if the event was related to the pump or supplies. The customer had been ¿hallucinating and was very easily agitated¿. No additional information was provided. Although tandem technical support made multiple attempts to contact the customer for additional information, the customer did not reply.